Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1382. It was reported the pt is experiencing a constant burning pain at his ipg site. An sjm representative met with the pt and confirmed the issue. Lead diagnostics were done and showed multiple invalid contacts. Surgical intervention may be pending in address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.